Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and repaired. The following repair activities were performed: performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, software upgrade form, and fms vue final testing. Per (B)(4), performed software upgrade to the latest versions. The unit was evaluated and the reason for return : "pump started to work on its own" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported prior to surgery the fms vue pump started to work on its own, filled up chamber/reservoirs and both bags overfilled. Another device was used to complete the procedure. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).